Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced an event of sensor/introducer needle breakage or damage on 04-sep-2024. The location of sensor insertion was the upper arm. Patient noticed issue with sensor during insertion. Patient also experienced bleeding at the site. No further information was available.